Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on an unspecified date was above 300 mg/dl with nausea and drowsiness. It was reported the pump experienced an intermittent power issue; the reporter noted the battery compartment was cracked, the battery cap was able to secure properly, and there was no evidence of moisture ingress into the battery compartment. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged blood glucose excursion was attributed to a reported pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.